Event description:
This lead was partially capped due to noise. The pace/sense portion of the lead is capped but the shocking portion of the lead is active. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.